Event description:
Customer reported discordant evaluation sample data for immulite 2000 troponin I during precision runs. There were three samples that yielded discordant troponin results. The customer indicated that they used endogenous human serum, which is not a recommended sample type for the assay. No patient treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error. Improper sample type with inappropriate sample handling caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.